Event description:
Procedure: bilateral salpingectomy. According to the reporter: the device components were not removed from the patient. They were unable to be visualized and retrieved. There was no unanticipated tissue loss, tissue damage, or blood loss. The surgical time was not extended over 30 minutes. The patient was discharged home after discussion with surgeon. Review 1 week at gp and 6 weeks with surgeon. The patient has not attended her post op appointment, but surgeon has contacted by phone and patient has no problems. Patient stated that "a couple of plastic things came out of wound."

Manufacturer narrative:
(B)(4)

Event description:
When the surgeon was removing the pediport, when he closed the fixation flange, it shattered and fell in to the abdomen of the patient. The components were not removed. There were unable to be visualized and retrieved. The patient was discharged home after discussion with surgeon. Review 1 week at gp and 6 weeks with surgeon.

Manufacturer narrative:
(B)(4).